Event description:
It was reported that the patient was admitted to the emergency room (ER) for chest pain. An interrogation of the device shows low out of range impedance on the right atrial (ra) lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.